Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ongoing elevated blood glucose levels reaching 417 mg/dl and ketones. System check was performed with tandem technical support and the pump was functioning as intended. Customer delivered manual injections to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.